Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for bleeding - esophageal varices during an banding of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when attempting to drop the first band, the system made audible sounds, but the band that should have dropped first did not move from the set. Another attempt was made to drop the band, but it did not move from the ligator. At the same time, the material thread broke, causing the wire to spin around the reel without dropping the bands after rotating the handle's wheel. After removing the endoscope from the patient, it was discovered that the remaining 6th and 7th bands from the set were being released onto the band set. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a0401captures the reportable event of trip wire break. Imdrf device code a150103 captures the reportable event of bands premature deployment. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the ligator housing returned with seven bands attached to it and two of them are overlapped and broken. The teeth were found bent. Additionally, the handle had marks of trip wire was secured and it was found in good conditions. The premature deployment cannot be confirmed during the product analysis since this problem can only be seen during the procedure. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The reported event of trip wire break and bands premature deployment was not confirmed. Upon analysis, it was seen that the ligator housing returned with seven bands attached to it and two of them are overlapped and broken. The teeth were found bent. This problem mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for bleeding - esophageal varices during an banding of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when attempting to drop the first band, the system made audible sounds, but the band that should have dropped first did not move from the set. Another attempt was made to drop the band, but it did not move from the ligator. At the same time, the material thread broke, causing the wire to spin around the reel without dropping the bands after rotating the handle's wheel. After removing the endoscope from the patient, it was discovered that the remaining 6th and 7th bands from the set were being released onto the band set. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a0401captures the reportable event of trip wire break. Imdrf device code a150103 captures the reportable event of bands premature deployment. Imdrf device code a050501 captures the reportable event of bands unable to deploy.